Manufacturer narrative:
One certain® titanium hexed screw was returned for inspection. The collar, drive feature, and body are noted to be worn, indicating use. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® titanium hexed screws, it is recommended to torque at 20ncm. Alleged event of loosening is non-verifiable with the information provided. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. UDI: ((B)(4).

Manufacturer narrative:
Patient information unknown/not provided.

Event description:
The doctor reported that the patient was presented in the office on (B)(6) 2017 with a loosened abutment screw (iuniht) one week after abutment screw was placed. The doctor tightened the screw and ordered a new abutment screw.